Manufacturer narrative:
Site informed cynosure clinical that patient also received lipo, j plasma renuvion, and vaser around the same time as myellevate treatment. Physician at site believes incident may be related to the other treatments performed and not myellevate. On (B)(6) 2024, cynosure clinical was informed that patient received medrol dose pack as medical intervention and keflex 500mg as preventative medication. No additional information was provided. Cynosure is reporting this event out of an abundance of caution due to the report of medical intervention received post treatment.

Event description:
It was reported that patient experienced tethering and residual edema on the left submandibular area following a myellevate treatment.